Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed by moving the patient to another device. The philips field service engineer (fse) visited system onsite and confirmed that the system displayed the error message: 'low load fluoro flavor selected. Tube anode problem'. Upon troubleshooting, fse found that the dual speed rotor controller was defective and replaced it to resolve the issue. The defective rotor controller was returned to philips for further analysis. The analysis confirmed error messages 10ll, 10rc, and 10rt during startup and determined the rotor controller failed from normal wear and tear due to aging. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the error message: 'low load fluoro flavor selected. Tube anode problem'. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.